Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement open spine clamp shipped to site 05/11/2016. This part was discarded by the site and will not be returned to manufacturer for analysis. No further issues have been reported. Site discarded device.

Event description:
A medtronic representative reported a site's open spine clamp would not tighten properly. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.